Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test and displacement test. The insulin pump was monitored for 24 hours and no display going gray or other display anomalies noted. The insulin pump was received with minor scratched lcd window and case. The insulin pump was received with fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the insulin pump screen. Customer's mother stated that the screen had gone gray and customer has been unable to read the text. Customer's mother changed the battery but it has not resolved the issue. The pump had not been dropped or exposed to moisture. Customer was advised that the pump will be replaced.